Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 6 months post implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced with an unknown product. The reason for the replacement was reported as stenosis. No additional adverse patient effects were reported.